Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided by the patient on 04/01/2021. The patient stated that the damage occurred because he did not place the sensor on the outside of the arm, but on the inside, and in doing so, he hit a blood vessel and a sensory nerve. This resulted in the hematoma and the corresponding neurological complaints of pain, numbness, and tingling in the forearm from the elbow to the two little fingers of the left hand. There was no loss of function, but there were secondary temporary restrictions in mobility due to the hematoma and the associated pain which lasted for a couple of weeks. The patient first consulted his family doctor, who referred him to a neurologist, whom he saw eight days after the sensor insertion. Although the hematoma and the nerve damage occurred simultaneously, the impairment of the nerve is the main reason that he sought further medical advice. The neurologist performed neurological examinations including nerve tract measurement, and diagnosed small nerve damage. No medical treatment/intervention was done; the nerve damage and hematoma were resolving on their own. At the time of follow up the patient was not under medical treatment for the event. He no longer had any complaints or restrictions caused by the hematoma. The neurological complaints were still present but had decreased significantly. From the neurologist's and the patient's perspective, these are expected to resolve themselves with the further reconstitution of the nerve and a full recovery is very likely. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had very sharp pain from the elbow to his fingertips immediately following the sensor insertion into the arm, and developed a hematoma at the insertion site. The sensor was inserted into the arm on (B)(6) 2021. After eight days he consulted a neurological clinic, nerve tract measurement was done, and he was diagnosed with a small nerve injury. Although requests for additional information were made, no further details could be obtained regarding the extent of the nerve damage. No product or data was provided for investigation. Problem could not be confirmed, and a probable cause could not be determined. No additional patient or event information is available.